Event description:
Health professional reported that pt experienced edema after injection with juvederm ultra in the "lachrymal fold". The symptom site has only been described as the 'face". Treatment of the symptoms was reported as, "the pt used corticoides with no improving of the clinical picture." The administration was not specified. The reported treatment was stated as having been prescribed to both hasten the resolution of the pt's symptoms and to prevent worsening of the symptoms that may lead to permanent damage. The physician did not have the lot number of the device.

Manufacturer narrative:
(B)(4).